Manufacturer narrative:
The ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the machine is showing an alarm to ventilate manually and no data is showing during pre use check. There was no report of patient involvement.